Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Do you give ethicon permission to contact your physician/ nurse practitioner to obtain additional information? If yes, please sign the attached authorization forms and return to ethicon. Please provide an update to patient current condition. What was done to address the black oozing? Was the wound reopened? Were any medications prescribed? Please indicate any medical or surgical interventions that were performed? Size and location of wound? Product code and lot number used. Why did the doctor use steri strips if dermabond was used? What is the physicians opinion regarding the nature of the black oozing?

Event description:
It was reported that a child underwent a wound closure procedure on (B)(6) 2018 and topical skin adhesive was used. The topical skin adhesive was applied to an open wound, under the skin on the child¿s forehead and used to close the wound. Steristrips were used to cover the application of the topical skin adhesive. The child was released and the parent was notified by family that the topical skin adhesive wasn't supposed to be applied under the skin. Within the first few days after the doctor visit, the wound started oozing black stuff. The parent took the child to their primary care physician and the wound was cleaned. Additional information has been requested.